Event description:
Hello, may name is (B)(6) and I am a (B)(6) y/o type 1 diabetic and had been injecting insulin into my abdomen and since I was 11 years old. In 2014 I was told I could safely do coolsculpting on my abdomen and flank areas. I had both areas treated and parts of the abdomen were treated twice because of the overlap. I began having higher than normal a1c readings and very erratic and uncontrollable blood sugars after the procedures. I was no longer able to use my abdomen as a site location for my insulin pump and the continuous glucose monitor which was not able to work in that area either. I had to switch to a metal pump infusion sets to reach that area which are painful and often hit areas with bad insulin absorption as well. I learned about diabetic lipohypertrophy and all of the scarring that was built up from decades of insulin and pump site injections and realized along with my neuropathy complications that I was not a safe candidate for this procedure. When you think about freezing fat from skin that already has internal scarring from many years of injections and insulin it seems obvious that it is not worth the risk especially since it gave such minimal results. I aso had some terrible side effects from kenalog injections used to treat my cystic acne done at this practice. I contacted dr (B)(6) at (B)(6), (B)(6), where I had the procedure done. I want at least a reimbursement for all of the add'l difficulty I now face in managing my diabetes and reimbursing me for saline and other treatment on the steroid atrophy that also left permanent damage. I had asked dr (B)(6) for the $(B)(6) refunded for the coolsculpting as well as the $(B)(6) I had to spend to repair the kenalog atrophy but they refused to respond my requests. I also contacted zeltiq who makes the coolsculpting devices to alert them of my results. They now have a list of contraindications of conditions where the procedure shouldn't be done of which I had most of. I am waiting to hear back from them about when they started listing those. I was told the procedure would be safe for me and was given no info about how my diabetes could be so severely affected. The safety precautions never say that tests haven't done on diabetics and I want to make sure that no one else has to go through this result and suffering. I've contacted local providers of coolsculpting and national medical groups who provide the procedure to share my story and warn about the dangerous side effects. Since there is no test to see what scarring or hyperlipotrophy is under the skin all I have is my increasing rising a1c readings that are now above 8.2 and used to be in the mid 7 range.